Event description:
It was reported by the customer that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) safety disk failed the leak test and is defective. There was no patient involvement.

Event description:
It was reported by the customer that during preventative maintenance by a third party, the cardiosave intra-aortic balloon pump (iabp) safety disk failed the leak test and is defective. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h10. No additional information has been received in regards to the repair and status of the iabp. This complaint is being closed. If this information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted. H3 other text : evaluation not requested by complaintant.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) safety disk is defective and fails leak test.